Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had three different representatives try to configure the implant, but none could get it to work properly on the entire back. They could only get half the back covered. The patient stated that the representative said it was due to fluid still present in the back. The implant still was not working and was very painful.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was implanted over 2 years prior to the report and the device never worked. The device never worked properly from day one. Two manufacturer representatives could only get half of the implant to work. Months after the implant surgery was complete, the implant stopped working completely and has not worked since. The patient is in extreme pain as the implant has failed. The manufacturer representative could not get the implant to function properly at 100%. The patient reported that he would like to get the implant fixed, replaced, or removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.